Event description:
The hcp reported that at the time of implant a 12 hour priming bolus was programmed instead of a 12 minute bolus. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates dilaudid. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.